Manufacturer narrative:
The field service representative replaced the 1ml syringe number twelve of the alinity c processing module due to observed foam and/or small air bubbles in the part. The 1ml syringe was deemed the cause for the false elevated sodium results. The alinity c processing module function was verified with a control run. Data and information provided by the customer was reviewed. Review of the instrument service history for the alinity c processing module serial number (B)(6)revealed no additional tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends for the 1ml syringe or the alinity c processing module. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number ac01107 was identified.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one sample. The following results were provided: initial result = 170 mmol/l, repeat result = below 145 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one sample. The following results were provided: initial result = 170 mmol/l, repeat result = below 145 mmol/l . No impact to patient management was reported..

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.